Manufacturer narrative:
Date of event: the exact date of the event is unknown, event occurred in (B)(6) 2021.

Event description:
It was reported that the patient was experiencing difficulty charging the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned.